Event description:
Customer reported issue with touchscreen responsiveness, noting that pump screen was frozen and unresponsive. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to reset the pump, but it remained unresponsive. The customer reverted to an alternate method for insulin therapy.